Event description:
Initial results for a patient ckmb and troponin t were 142 and 0.02. When repeated, the results were 7 and 0.58 respectively. The incorrect results were not reported. The field service representative found a tube was kinked in the analyzer and repaired the analyzer by replacing the tube.